Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the audio bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/17/2013- device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2013 with the following findings: the audio bolus button was found to be fully intact. During testing, the audio bolus button was found to be intermittently responsive. The button covered was removed and the internal slug was found to be misaligned. Unrelated to the complaint, evidence of contamination was found under all keypad contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).